Event description:
On 4th september 2025, it was reported by an arthrex employee via email that for an ar-1588rtt, acl fibertag® tightrope® implant, the needle came off fibertag tightrope and tightrope was unable to be stitched. This was detected an unspecified procedure on (B)(6) 2025. (B)(6) 2025 - the complaint initiator replied that this was detected during an acl procedure on (B)(6) 2025. The procedure was completed successfully as a new implant was opened.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a manufacturing issue; however, due to the device not being returned, we are unable to confirm the reported event.